Manufacturer narrative:
The customer called requesting assistance in obtaining retrospective data for a patient that expired. They had already discharged the patient from their system without saving the data. The customer did not allege a device malfunction. The customer care solution center representative was informed that the patient was discharged without saving and when they attempted to retrieve the information, it could not be found. They sent the customer an email instructing them on how to obtain the backup error logs to send them in for review. A review of the central station alarm logs indicated that on (B)(6) 2015 for bed 3353 @1751 alarms were suspended and automatically came out of suspension after 3 minutes. After 2000, the central station was unable to successfully start monitoring due to the telemetry not confirming a message sent to it to start monitoring. This occurred frequently for the next 15 minutes. At 2055, both the bedside monitor and telemetry device were placed in standby.

Event description:
The customer called requesting assistance in obtaining retrospective data for a patient that expired. They had already discharged the patient from their system without saving the data. The customer did not allege a device malfunction. This is being reported as a death. The customer reported a code situation and the patient expired. No additional information is available.